Event description:
Our distributor reported that on a quantity of 12 mr290 autofeed humidification chambers, the port cap leg was too short. This was detected during an inward goods quality inspection. No pt consequence was reported.

Manufacturer narrative:
The lot # affected were: 080122. The MFR dates were: 01/22/2008. The device were not returned to the MFR. An investigation was carried out based on a photograph of the device sent by the distributor. Results: the port caps of the chamber have 2 legs that hold the primary float of the chamber in place during transportation. The port caps are removed during setup for use. In the photograph a port cap leg appeared too short and did not reach the chamber base. Conclusion: the legs of the port caps hold the primary and secondary floats to the chamber base, securing them during transport and are removed on setup. It is likely that incomplete insertion of the port caps caused the secondary float legs not to be pushed completely to the humidifier base. Since the leg did not reach down as far, it may have allowed the floats to move during transport. Port caps are inserted on two different production lines either partly or completely by hand. It is likely that this event was a result of operator error. There was one other similar complaint reported for the two lot numbers involved. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last yr of 0.0001%.